Manufacturer narrative:
Review of the submitted system controller log files confirmed the reported increase in pump power and estimated flow values. Based on the manufacturer¿s previous complaint experience, elevated pump power and estimated flow values coupled with signs of hemolysis could be indicative of potential device thrombosis; however, a specific cause for the changes in pump parameters could not be conclusively determined without a full evaluation of the device. It was reported that the hospitals investigation of the device did not reveal any visual signs of thrombus and the pump will not be returned for evaluation. No further information was provided. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Event description:
It was reported that the hospital's own investigation of the device did not reveal any visual signs of thrombus. No further information was provided.

Manufacturer narrative:
The patient's weight was not provided. Device unique identifier (UDI) ¿ (B)(4). Approximate age of device ¿ 3 days. It was reported that the pump would not be returned for evaluation. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that on (B)(6) 2017, pump parameters increased rapidly with estimated pump flows up to approximately 11 lpm and pump power elevations to approximately 9.5 watts. During this time, the patient was in the intermediate care ward in stable hemodynamic condition under low dose catecholamine therapy. Reportedly, the pump parameters did not normalize over the next two days. A hemogram showed signs of hemolysis with the patient¿s lactate dehydrogenase (ldh) level at greater than 620 u/l and a plasma free hemoglobin level of more than 140 mg/dl. An echocardiogram did not show any problems at the outflow graft; however, it was reported that there was poor visibility during the procedure. Due to the elevated pump parameters over two days under anticoagulation, a decision was made to exchange the device on (B)(6) 2017. The patient is reportedly in stable condition and was transferred out of the intensive care unit. No additional information was provided.